Event description:
The ge oec 2800 uroview fluoroscopy system shut off during a procedure. No negative patient effects were reported. The system functioned after the breaker was re-set.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. It was further determined that there was active construction in the operating room and all indications were that the power was shut off as a result of the construction and not a malfunction of the system. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.